Manufacturer narrative:
Vyaire medical file identification: com (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us is giving blue screen and batteries had to be removed to get the vent to turn off. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6, and h11. Results of investigation: the customer reported that their bellavista had a blue screen and that the batteries had to be removed to get the vent to turn off. A field service engineer evaluated the unit on-site. The fse replaced the main board and performed all required testing and calibrations. The unit passed all calibration and was cleared for clinical use.